Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This event was previously reported in MDR (B)(4) under the incorrect serial (B)(4).

Event description:
It was reported that while screwing the lead into the endocardium of the right ventricular apex, the outer insulation of the lead got twisted in the lead's axis. The helix came out, but could not be unscrewed to get the helix back inside the lead. Eventually the lead could not be used. The physician elected to implant a new tined lead. Optimal parameters were met and the patient was stable post implant.